Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. The device was not in patient use. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's display was replaced to address the issue.